Manufacturer narrative:
Further review prompted a change in the device analysis results. Product event summary: analysis confirmed the reported capturing issue; the issue was confirmed via functional testing. Analysis confirmed the reported issue of the upper /lower cases broken and battery drawer broken. Analysis also found the ring is bent.

Event description:
It was reported the device is not capturing. It was also reported the cases and battery holder have cracks. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported capturing issue; there was a timeout of the device during functional testing; cause unknown. Analysis confirmed the reported issue of the upper /lower cases broken and battery drawer broken. Analysis also found the ring is bent. (B)(4).